Event description:
An abstract was received titled "does vagus nerve stimulation effect behavior in autistic patients with intractable epilepsy?" It was reported that "one pt was excluded from the study because the vns generator was explanted 2.5 months after the surgery due to wound infections." However, the pt is unk at this time. Attempts for add'l info have been unsuccessful thus far.

Manufacturer narrative:
Article citation: (3.214) "does vagus nerve stimulation effect behavior in autistic patients with intractable epilepsy?", e. Tsimerinov1,2 n. Niparko1 c.niesen1, j. Chung1, 2, and dawn s. Eliashiv1,2. 1cedars-sinai medical center, beverly hills, ca and 2neurology, ucla, los angeles, ca. Aes 2011 abstract.